Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon could not be confirmed. The distal end was dirty due to insufficient cleaning. The angulation was insufficient due to the elongation of the angle wire. There was play when turning the angulation control knob due to the extension of the angle wire. The adhesive of the bending section rubber was damaged. The objective lens was dirty due to insufficient cleaning. The bending tube was deformed and wrinkled. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by insufficient cleaning or by contamination with foreign material that has fallen off from peripheral devices such as packing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that black foreign material such as scale exited from the air/water nozzle. The user facility requested that the air/water nozzle be replaced and that the inside of the instrument channel be checked for dirt. There was no report of patient injury associated with the event.